Manufacturer narrative:
The date received by manufacturer will reflect 2016-08-18 as that is the date the manufacturer became aware of a reportable malfunction.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 0.5 mg/day via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. A consumer initially reported on (B)(6) 2016 that the patient's pump started beeping "2.5 weeks ago" in (B)(6) 2016; the cause was unknown. The date (B)(6) 2016 is considered an approximate date of event. The patient had notified the healthcare provider and they were trying to figure it out. The pump had not been filled since implant. The patient believed there was morphine in the pump because they had been told "it's in and ready to go." The patient was not certain what was in the pump. No symptoms were reported. On 2016-08-18, additional information was received via a company representative. At the time of implant, the pump was filled with morphine with concentration 10 mg/ml and the dose rate was 0.5 mg/day. It was noted that somehow the patient was never scheduled for a refill so there was still original drug in the pump. The pump was read and it was down to approximately 0.1 ml, but the pump had not reached empty yet. It was noted that a healthcare provider (hcp) thought it had become empty and was thinking about possibly replacing it. Since the pump had not become empty, it was being considered that there shouldn't be a concern for damage. It was also being considered that once reservoir gets to approximately 0.1 mls the flow rate will decrease, so patient could have likely been getting significantly less drug. It was also being considered that since the drug was well past recommended stability, it's possible it was not as potent either so they would need to evaluate how to proceed even with a normal refill since there was still old drug in the pump tubing and catheter and the patient was essentially at the lowest flow rate so the dose could not be lowered. Possibly performing a system contents removal procedure to remove the old drug first was being discussed. On (B)(6) 2016, a consumer further reported that the patient did not have the pump refilled since the time of implant and the alarm heard was a non-critical low reservoir alarm. The patient decided to have the pump removed and declined any intervention. The pump alarm had been resolved.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.